Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient died approximately four months after device implant. The relatedness of the death to the device is reported as unknown. The cause of death has been requested and not recevied. Follow up revealed the patient was not pacemaker dependent.